Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical, and mechanical characteristics are within specifications. This analysis also identified that the silicone cap was detached.

Event description:
The physician reported that during an attempt to implant the subject pacemaker, a lead connection issue was incurred.

Event description:
The physician reported that during an attempt to implant the subject pacemaker, a lead connection issue was incurred.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
The physician reported that during an attempt to implant the subject pacemaker, a lead connection issue was incurred.

Event description:
The physician reported that during an attempt to implant the subject pacemaker, a lead connection issue was incurred.